Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received it. If either the meter or strips are returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called lfs and alleged that his meter would not power on. He reported that he was unable to test on his meter for two days. He was able to test on another meter and obtained a result of 152 mg/dl. No medical attention was reported. He did need assistance by a non-medical professional. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence that the pt suffered a serious injury. A replacement meter is being sent to the pt.